Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the port of a clearlink system - non-dehp solution set which resulted in a leak. This issue was further described as a ¿puncture¿ hole above the port closest to the patient. At the time of this event, normal saline was being infused to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5, h4. B5: as a result of the issue, the infusion was stopped and a new line was prepared to continue the patient¿s infusion (omitted on initial). H4: update to manufacturing date reported as 10/26/21 on initial. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.